Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this crt-d was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the lv-1 spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. It is possible that the clinical observations could have been contributed to the out-of-specification leaf spring contact component. Additionally, plastic flash was found at the rear exit of the lv tip setscrew block. The plastic flash prevented complete insertion of a pin gage after the lv tip setscrew. Corrective action has been implemented for flash found in the lead bore. However, this device header was manufactured before the corrective action implementation date.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) was experiencing diaphragmatic stimulation. A revision procedure took place and two epicardial leads of another manufacturer were implanted. Upon connecting the leads to the device there were high out of range pacing impedance measurements greater than 2,000 ohms displayed. The chronic lv lead was connected to the device and the greater than 2,000 ohms remained. The device was explanted and replaced with another manufacturer's device. The lv lead was surgically abandoned. To date, there have been no adverse patient effects reported.

Event description:
--